Manufacturer narrative:
All available information was investigated and the reported clip open during efaa/lock test was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa/lock test. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. During the procedure, mitraclip xtw was inserted into the sgc and advanced over the mitral valve. Physician secured the grasp on central side of anterior and posterior mitral leaflets 2 (a2/p2). Grippers were lowered; clip was locked and closed. Imaging was checked and physicians were not satisfied with the perpendicularity of the clip in relation to the valve, it was decided to release the grasp and regrasp. Physician grasped the valve and repeated the close. When returning to neutral using fluoroscopy it was noticed that the clip opened upon return to neutral. Mitraclip xtw was removed from the patient and two mitraclips ntw were implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.